Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alar bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. This complaint is being reported based on the event of hemoptysis requiring hospitalization, and bloody sputum requiring medication. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. There were no patient issues during the procedure and no issues were noted to the device. According to the complainant, following the procedure, the patient remained hospitalized as planned by the physician, and was discharged on (B)(6) 2016. On (B)(6) 2016 the patient developed bloody sputum and was treated with medication. The exact type of medication was not reported, although it was reported that the drug administered to treat the bloody sputum was not a systemic steroid. On (B)(6) 2016 the patient was reported to have been spitting up blood and lost consciousness. The patient was brought to the emergency room at (B)(6) hospital where the bleeding was noted to be 'foamy'. The patient was diagnosed with an air embolism and subsequent brain infarction, which caused the patient to lose consciousness. A computerized tomography (CT) scan confirmed the brain infarction, and the physician assessed that the brain infarction was caused due to part of the brain becoming ischemic by the air embolism, although the source of the bleeding or air intrusion could not be identified. The patient was administered hyperbaric oxygen and the air embolism was resolved. The patient remained unconscious following the treatment. On (B)(6) 2016 the patient was transferred to (B)(6) hospital at the request of the patient's family, and was put on mechanical ventilation with tracheal intubation. The patient remains unconscious in the hospital. Per the assessment of bsc medical safety and dr. (B)(6), the physician who treated the patient's complications, it is highly unlikely that the bronchial thermoplasty procedure contributed to the event of air embolism with the subsequent development of 'disturbance of consciousness issues' and 'brain infarction", occurring 68 days post-procedure.

Event description:
It was reported to boston scientific corporation that an alar bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. This complaint is being reported based on the event of hemoptysis requiring hospitalization, and bloody sputum requiring medication. On (B)(6) 2016 the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. There were no patient issues during the procedure and no issues were noted to the device. According to the complainant, following the procedure, the patient remained hospitalized as planned by the physician, and was discharged on (B)(6) 2016. On (B)(6) 2016 the patient developed bloody sputum and was treated with medication. The exact type of medication was not reported, although it was reported that the drug administered to treat the bloody sputum was not a systemic steroid. On (B)(6) 2016 the patient was reported to have been spitting up blood and lost consciousness. The patient was brought to the emergency room at (B)(6) hospital where the bleeding was noted to be 'foamy'. The patient was diagnosed with an air embolism and subsequent brain infarction, which caused the patient to lose consciousness. A computerized tomography (CT) scan confirmed the brain infarction, and the physician assessed that the brain infarction was caused due to part of the brain becoming ischemic by the air embolism, although the source of the bleeding or air intrusion could not be identified. The patient was administered hyperbaric oxygen and the air embolism was resolved. The patient remained unconscious following the treatment. On (B)(6) 2016 the patient was transferred to (B)(6) hospital at the request of the patient's family, and was put on mechanical ventilation with tracheal intubation. The patient remains unconscious in the hospital. Per the assessment of bsc medical safety and dr. (B)(6), the physician who treated the patient¿s complications, it is highly unlikely that the bronchial thermoplasty procedure contributed to the event of air embolism with the subsequent development of ¿disturbance of consciousness issues¿ and ¿brain infarction¿, occurring 68 days post-procedure. Additional information received on 22nov2016. As per the physician, the patient's hemoptysis had improved as of (B)(6) 2016 the air embolism had not recovered as of (B)(6) 2016.

Event description:
It was reported to boston scientific corporation that an alar bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016. This complaint is being reported based on the event of hemoptysis requiring hospitalization, and bloody sputum requiring medication. On (B)(6) 2016, the patient underwent the third bronchial thermoplasty procedure to the right and left upper lobes of the lungs. There were no patient issues during the procedure and no issues were noted to the device. According to the complainant, following the procedure, the patient remained hospitalized as planned by the physician, and was discharged on (B)(6) 2016. On (B)(6) 2016 the patient developed bloody sputum and was treated with medication. The exact type of medication was not reported, although it was reported that the drug administered to treat the bloody sputum was not a systemic steroid. On (B)(6) 2016, the patient was reported to have been spitting up blood and lost consciousness. The patient was brought to the emergency room at (B)(6) hospital where the bleeding was noted to be 'foamy'. The patient was diagnosed with an air embolism and subsequent brain infarction, which caused the patient to lose consciousness. A computerized tomography (CT) scan confirmed the brain infarction, and the physician assessed that the brain infarction was caused due to part of the brain becoming ischemic by the air embolism, although the source of the bleeding or air intrusion could not be identified. The patient was administered hyperbaric oxygen and the air embolism was resolved. The patient remained unconscious following the treatment. On (B)(6) 2016, the patient was transferred to (B)(6) hospital at the request of the patient's family, and was put on mechanical ventilation with tracheal intubation. The patient remains unconscious in the hospital. Per the assessment of bsc medical safety and dr. (B)(6), the physician who treated the patient¿s complications, it is highly unlikely that the bronchial thermoplasty procedure contributed to the event of air embolism with the subsequent development of ¿disturbance of consciousness issues¿ and ¿brain infarction¿, occurring 68 days post-procedure. As per the physician, the patient's hemoptysis had improved as of (B)(6) 2016 the air embolism had not recovered as of (B)(6) 2016. On (B)(6) 2016, it was confirmed that the cerebral air embolism resolved. Per the physician's opinion, the relationship between the event and the bt is unknown.